Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a replace sensor alert was displayed. Data was evaluated and the allegation was confirmed as an early sensor expiration was discovered. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor alert is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.